Event description:
Invalid result. Customer didn't get any lines in test window. She said she performed the test correctly and put 4 drops in the correct well but no lines appeared in 15 minutes. She had thrown out the kit so was unable to provide a picture of the test or the lot.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.